Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 3-4x daily and her results are usually around "150-189 mg/dl." The patient manages her diabetes with levemir insulin (25 units in the morning) and novolog insulin (sliding scale). The alleged issue began towards the end of (B)(6) 2012. The patient reported obtaining blood glucose results of "289,322 and 304 mg/dl" with the subject meter. Based on the alleged results, the patient reportedly administered self an increased dose of insulin (amount not specified). Shortly after, the patient claims she felt symptoms of sweating and shaking. The patient ate candy and drank a soda as treatment and felt better about 15 minutes later. On an unspecified date/time, the patient reportedly visited her physician's office due to another medical condition and was treated for a "bladder infection." The patient's blood glucose was tested at the physician's office; however, results were not specified. The patient denied receiving any additional treatment. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.